Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-01650, 3005168196-2016-01651.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached ruby coils in the aneurysm using a non-penumbra microcatheter. Next, the physician attempted to advance an additional ruby coil through the microcatheter; however, resistance was experienced and the ruby coil unintentionally detached within the microcatheter. The physician then removed the microcatheter from the patient and flushed the detached ruby coil out. Next, the physician reinserted the same non-penumbra microcatheter in the patient and attempted to advance two new ruby coils; however, resistance was experienced again and both ruby coils unintentionally detached within the microcatheter. The ruby coils and microcatheter were removed and the procedure was completed using new ruby coils with a new non-penumbra microcatheter. The physician did not use a rotating hemostasis valve but flushed between each coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock of the first ruby coil evaluated was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the all ruby coils revealed that the embolization coils were intact with the pusher assemblies. The od of all embolization coils were measured and found to be within specification. All ruby coils were advanced through a demonstration px slim and out of the distal tip without an issue. The root cause of the reported resistance felt and the unintentional detachments could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01650, 3005168196-2016-01651.